Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6). It is unknown if the patient was reimplanted with another device as of the date of this report. This report is filed december 22nd, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Correction; the device serial number is (B)(4) as previously reported. This report is filed june 23, 2015.

Event description:
Per the clinic, the patient reportedly experienced a shocking sensation with device use; the issue could not be resolved. The implanted device remains.